Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the attempt to implant the pulse generator, the device exhibited inappropriate measured battery data. The device was not used.